Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact, and the device was observed to have a crack on lower right front corner of the top case. The device?s event history log was reviewed for evidence of the reported event, and ?force sensor test error? Was found. To conduct functional testing, the device was powered up. Upon power up, the customer reported problem was duplicated, and was also unable to calibrate the force sensor. The force sensor cable was detached from the force sensor, causing the reported error. The force sensor was replaced and passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device "will stop the infusion." Patient involvement is unknown.